Event description:
The customer reported that the patient monitor with spo2 malfunction, and speaker malfunction was found during bench repair. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient monitor with spo2 malfunction , and speaker malfunction was found during bench repair . There was no report of any adverse event.